Manufacturer narrative:
Product associated with this reported event was not returned for examination. A two year search of the complaint database found no previous reports of drill fracture against product code (B)(4). The investigation could not identify or verify a root cause about the current reported event without the device to examine. Based on the inability to determine a root cause, the need for corrective action was not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This drill fractured during routine use. It split into 2 pieces, both pieces were recovered.